Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the readiness test was aborted by the device when a valid patient impedance was deteceted (due to being attached to a patient). The logs show that 30 joules was selected, the charge button was pressed, followed by the "shock" button once the device was charged to 30 joules. The device discharged into a patient impedance of 53 ohms and delivered 34.9 joules. This report has been attributed to improper use of the device by the end user. The user performed a 30 joules self test while the device was attached to the patient. Analysis of reports of this type has not identified an increase in trend.